Manufacturer narrative:
The reliability analysis inspected one opened and or used sensor and found cannula broken. All parts still of the cannula are present.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they are having issues with the sensor error alarms. The customer's blood glucose level at the time was 221mg/dl. Troubleshooting was conducted, and the customer is returning the sensor and receiving replacement.